Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced high blood glucose up to the 24 ¿ 28 mmol/l range. The reporter indicated that the infusion set and cartridge were changed the day prior to the elevations starting. The supplies were changed out and an injection was given and the blood glucose resolved but then began to increase again. The reporter indicated that they increased the basal rate and corrected for blood glucose levels but the pump was not bringing the blood glucose levels down. The reporter confirmed that there was no known scar tissue at the site and confirmed that the tubing was adequately primed and the fill cannula step was performed correctly. The reporter called back at a later point and was walked through programming an "other" basal rate to make sure that the pump was delivering properly and the reporter confirmed that the pump basal appeared to be delivering appropriately. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the use of the pump could not be ruled out as a possible contributor to the event.